Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended, if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self-test on (B)(6) 2011 caused by a low battery. The user was alerted to the problem by the red led status indicator being luminated and an audible beep. On inspection of the pad device an inconsistent voltage measurement was found which would indicate a fault with the pogo-pins. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.